Manufacturer narrative:
A ge service rep performed an onsite investigation. The boards and connectors were reseated. The high voltage cable was cleaned and greased during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not shut down without command. There was no pt injury or death reported.